Event description:
An advocate called on behalf of the canadian customer. He stated that she tested her blood glucose using her contour link meter, and received readings of 1.7 mmol/l (31 mg/dl) and 1.2 mmol/l (22 mg/dl). The customer's glucose was retested at the hospital within 10 minutes, and her reading was around 15 mmol/l (270 mg/dl), using the hospital meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.